Event description:
Priscilla reynolds reported that her tandem x2 insulin pump was repeatedly suspending itself, and she experienced high blood glucose levels of 380 for several nights. As a temporary solution, she kept a syringe with insulin at her bedside for managing high levels. There was no additional information provided regarding the impact on her blood glucose levels. Although she had cleaned the pump and attempted to resolve the issue according to previous instructions, the problem persisted, and the pump displayed a message indicating it could not resume insulin delivery. Tandem technical support reviewed her profile, did not receive a follow-up call, and subsequently sent a follow-up email before closing the case.